Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j thorac cardiovasc surg. 2024 oct;168(4):1025-1034.e3. Doi: 10.1016/j.jtcvs.2023.06.002. Epub 2023 jun 10. Pmid: 37302467. Https://doi.org/10.1016/j.jtcvs.2023.06.002.

Event description:
Prolapse repair for aortic regurgitation in tricuspid aortic valves. The aim of this study is to analyzed the results of aortic valve repair in patients with tav morphology and ar caused by prolapse and compared the results for cusp fenestration and myxomatous degeneration between (B)(6) 2000 and (B)(6) 2020, 237 patients (221 male; 15- 83 years) underwent tav repair for cusp prolapse. Prolapse was associated with fenestrations in 94 (group I) and myxomatous degeneration in 143 patients (group ii). 5-0 or 6-0 prolene (eth) was used to eliminate the tissue redundancy, while 3-0 ethibond (eth) was used to correct the annular dilation. Reported complications: 5-0 or 6-0 prolene 3-0 ethibond group 2 (n=143). Bleeding (n=2) treatment: re-exploration. Lateral wall ischemia (n=1) treatment: subsequently removed. 30-day mortality (n=0.4%) treatment: not reported. Died of unknown event (n=17) treatment: not reported. In conclusion, repair of cusp prolapse in tavs with preserved root dimensions can be performed with acceptable durability, even in the presence of fenestrations